Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Operative report: indication: patient with right inguinal hernia appearing clinically external oblique; history of right hernia repair in childhood. Field of ddb on agammaglobulinemia. Intervention: cure of direct right inguinal hernia with prosthetic network placement patient on ag. Inguinal incision. Ilio inguinal block with naropeine 20 cc 2%. Opening of the aponeurosis of the superior oblique muscle. Individualization and dissection of the cord. It is a direct hernia with voluminous fatty sacs and parietal fragility; the area is reworked by the history. Opening of the fascia transversalis very distended.hemostasis. Placement of a preperitoneal prolène phsm network anchored to the cooper, the crural arch and the posterior face joint tendon by pds points 3/0. Closure of the aponeurosis of the superior oblique muscle. Subcutaneous vicryl 2/0, intradermal subject resorbable for skin vicryl 3/0 rapid.

Event description:
It was reported that a patient underwent an right inguinal hernia repair on an unknown date and mesh was implanted. The patient developed severe and disabling pain, diagnosis of neuropathic pain with no effect of usual painkillers treatment with gabapentin 600, 3 taken daily. No additional information was provided.